Event description:
1 of 2 reports. Other mfg report number: 3013886523-2021-00585. A facility reported a microsensor was implanted on (B)(6) 2021, and icp opened at 19; icp climbed to 49 while finishing the case, so the patient was taken to CT to verify placement and evaluate. While in CT, the or nurse reports that the battery alerted that it was going to die, and then the device did an automatic reboot. Upon reboot, ¿sensor or extension cable failure" disconnect and replace cable or sensor¿ message was displayed on cerelink monitor screen. The ICU called the integra¿s clinical specialist, and he walked them through troubleshooting, they rebooted the monitor after letting it stay off for approximately 10 minutes (while plugged in to wall power), the sensor extension cable was replaced with two different cables, and then the monitor was exchanged, but the same error message continued showing in the screen. The sensor was explanted on (B)(6) 2021 and the monitoring was discontinued.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The icp monitor (826820) is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.